Manufacturer narrative:
Examination of the returned unused and unopened device plpul2020 lot number wm20250765 found that when plugged into both the system 5000 and the aer defense smoke evacuator device, the device worked as intended. Both the cut and coag buttons activated as intended. The smoke evacuation tube also worked as intended and evacuated the smoke. The electrode did not fall off the device during testing. The customer returned two unopened devices, and no fault was found with either device. The device used was not returned; therefore, this specific event was inconclusive. A device history record review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 19 complaints, regarding 61 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was being used during a complex thoracic case with lobe removal procedure on (B)(6) 2026 when it was reported, ¿the cautery tip fell out into the patient. It was quickly retrieved however too loose to stick back into the ultra pen.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed with an alternate device causing a 5-minute delay. Further assessment found that multiple tip changes occurred throughout the procedure apparently. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.